Event description:
Device 1 of 3. Ref MFR reports # 1627487-2012-10559, 1627487-2012-10560. It was reported the pt's percutaneous scs lead had migrated (B)(6). The physician removed and replaced the lead with a surgical lead and lead extension. During the procedure, the physician experienced difficulty connecting the lead extension to the ipg stating the lead would not screw into the port. The physician elected to leave the lead extension in the ipg port without the screw being tightened. The physician stated if the lead extension becomes disconnected from the ipg, surgical intervention will be undertaken to replace the ipg. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.